Event description:
Same case as MDR ID# 2134265-2012-07417. It was reported that during prep for a rotational atherectomy treatment procedure, the rotawire guide wire fractured. The target lesion was located in an unspecified vessel. During rotational testing of the 1.75 mm rotablator rotalink plus and the 330 cm rotawire, outside of the patient, the guide wire fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Event description:
Same case as MDR ID# 2134265-2012-07417. It was reported that during prep for a rotational atherectomy treatment procedure, the rotawire guide wire fractured. The target lesion was located in an unspecified vessel. During rotational testing of the 1.75mm rotablator rotalink plus and the 330cm rotawire, outside of the patient, the guide wire fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2012-07417. It was reported that during prep for a rotational atherectomy treatment procedure, the rotawire guide wire fractured. The target lesion was located in an unspecified vessel. During rotational testing of the 1.75mm rotablator rotalink plus and the 330cm rotawire, outside of the patient, the guide wire fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the device is fractured at 190.6cm approx. From the proximal end. All the outer diameter measurements are within the specifications. The portion fractured was sent to the (B)(4) lab for analysis. As per (B)(4) results, the failure occurred due to a wear reduction of the cross sectional area followed by a tension overload with a final bending moment. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).